Manufacturer narrative:
The customer contacted technical support and consulted a philips remote service engineer (rse) to provide additional assistance. The rse walked the customer through the air flow testing and the pressure accuracy testing with passing results. The rse advised customer to check the significant event log and found a 1009 code. The customer found that the machine and proximal connectors were reversed in connection. The customer corrected orientation to resolve the issue. The device passed testing and was returned to service.

Event description:
It was reported to philips that the device was vibrating on exhalation. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported.